Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned. A batch history analysis (DHR) was carried out, quality notifications and maintenance orders were checked, records potentially related to this defect were found for the batch and sub-batches consumed. (Needle mounted). Then, bd confirms/reproduces the reported incident. According to the investigation carried out, the completeness of the defect and the number of complaints received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that during aspiration with bd plastipak¿ hypodermic syringe the cannula broke off. The following information was provided by the initial reporter, translated from portuguese to english: when aspirating medicine, the needle fell off.

Event description:
It was reported that during aspiration with bd plastipak¿ hypodermic syringe the cannula broke off. The following information was provided by the initial reporter, translated from portuguese to english: when aspirating medicine, the needle fell off.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. CAPA in progress.

Event description:
It was reported that during aspiration with bd plastipak¿ hypodermic syringe the cannula broke off. The following information was provided by the initial reporter, translated from portuguese to english: when aspirating medicine, the needle fell off.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.